Event description:
Nurse was giving insulin this am and when she was injecting it, it stopped halfway through and she couldn't push the rest of the insulin, she then pulled it out and the whole safety cap popped off and the needle was exposed. An exact similar event occurred 4 days earlier with another nurse, using the same lot number of needles. We investigated to make sure that the nurses are using the needle in the correct way, and were able to confirm it.